Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Proposed component (annex g) code is mechanical (g04) - provisional bottom complaint sample was evaluated and the reported event was confirmed. Visual examination of returned provisional shows it exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03267, 0001822565-2022-03269, 0001822565-2022-03270, 0001822565-2022-03271, and 0001822565-2022-03272. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported fractured provisionals and shims missing ball bearings were received via the worn instrument return program. There was no known patient involvement.